Manufacturer narrative:
(B)(4). Batch # p58m5d. Device evaluation: the analysis found that one psee45a device was returned with no apparent damage and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 2/3 and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device staple at all? If there were staples deployed, what was the appearance of the deployed staples (b-formation, irregular/malformed, legs straight)? Were any forces higher or lower than expected (closing, firing, or opening)? Were any unexpected noises heard at any time during the use of the device? Response received: per the surgeon: ¿I had been stapling a thick irradiated rectum with smaller bites but the misfire was on a less thick area. There was no trouble closing the stapler. No noises, just like the battery was dying. Some staples fired. Very ratty. I actually just thought the battery was dying until I looked at the staple line and the crushed cartridge.¿

Event description:
It was reported that during an exploratory laparotomy with a colectomy procedure the device cut but did not deploy any staples on the 11th firing with a blue reload. The staple line appeared jagged. Procedure was completed with ethicon suture and a different ethicon endocutter. There were no patient consequences reported.